Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient/lay user contacted lifescan (lfs) USA alleging an unknown issue with their onetouch ping meter. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the alleged product issue occurred at 10am on (B)(6) 2015. The patient informed the cca that they manage their diabetes with insulin pump therapy and denied making any changes to their usual diabetes management regimen due to the alleged product issue. During the initial call with the cca, the patient reported developing the symptoms of "headache and drowsy" 7 days after the product issue began. The patient denied receiving any form of treatment as a result of experiencing these symptoms and did not test their blood glucose on any other device at this time. At the time of troubleshooting, the cca was unable to resolve the unknown meter issue. The only information obtained was that the patient stated that the meter "shows a timer". The products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.